Event description:
Sorin group USA received a report that, during the vein harvesting procedure, debris was noted in the wound. The clinician was able to remove the debris from the patient's leg. There were no patient complications due to the event.

Manufacturer narrative:
Lot number was not provided. Therefore, the expiration date is unknown. Lot number was not provided. Therefore, the manufacturing date is unknown. Sorin group USA received a report that, during the vein harvesting procedure, debris was noted in the wound. The clinician was able to remove the debris from the patient's leg. There were no patient complications due to the event. Product was discarded after the case. Without the bipolar device for inspection, the cause for the reported problem cannot be confirmed. The description of the reported problem suggests that the issue experienced by the clinician was most likely caused by applying excessive torque to the bipolar device during clamping. Clamping too much tissue with the device can damage and distort the jaws and potentially degenerate debris. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws", "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument", and "excessive tissue accumulated within the jaws may prevent knife blade from fully returning to its neutral position". Failure to follow these instructions could have resulted in the reported problem. A CAPA has been issued to reduce the potential for damage to the bipolar when excessive force is applied.